Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
After injecting the patient, a needlestick occurred with the tip part in the process of returning the needle to the staff station on a tray. When we looked at the actual item, both the tip and the rear ends were locked, and the details are unknown (B)(6)2025. Additional information and product update: it was confirmed that the complaint product was safety pn (sku 329705) and microfine pro (B)(6) was inadvertently entered. It seems like the health care staff had a needle stick injury with used autoshield. Potential of cross infection due to incomplete activation? It was reported that after giving an injection to a patient, the safety needle was kept on a tray to be returned to the staff station in the hospital and during that process needlestick injury occurred with the tip of the pe needle. When the actual complaint sample was observed (by our sales?), it appeared that both ends of safety lock were already activated. Details unknown.